Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a nephrectomy, a piece of the active waveguide disengaged into the pt cavity. The piece was retrieved and there was no reported pt injury.